Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: - was there any adverse consequence associated with the patient? - was the needle retrieved during the same procedure? - were x-rays taken to locate the needle? - what measures were taken to retrieve the needle? - was there any additional tissue damage as a result of searching for the needle piece? A manufacturing record evaluation was performed for the finished device lot, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a laparoscopic exploration and bilateral salpingostomy procedure under general anesthesia on (B)(6) 2023, and suture was used. At 16:40, when the surgeon sutured the right fallopian tube, the problem of the suture pulling off the needle happened. After discovery, immediately clamp the detached suture and needle with a separating pliers, remove the detached suture and needle from the poke card, and compare them after removal. The suture and needle end are completely matched without any defects. No adverse patient consequences were reported. Additional information was requested.